Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage was noted on the electronics assembly. No button error alarm during our testing. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and stained end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 170 mg/dl. The customer stated that she was outside in the rain when the button alarmed button error. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.